Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan customer service on apr 4, 2009 alleging that his "220 mg/dl" blood glucose result on the onetouch ultra meter was inaccurately high. He claimed he took the wrong dose of his medication (unspecified type/dose) as a result of the "high" meter reading and reportedly had a "diabetic emergency." The emergency medical services came and transported the pt to the hosp where his blood glucose was "20 mg/dl" on the hosp's meter. The pt was treated with IV fluids and "coke" to raise his blood glucose levels. This complaint is being reported because the pt allegedly became hypoglycemic after taking insulin based on his alleged inaccurate high meter reading. The pt was taken to the hosp and was treated with IV fluids and drinks.